Manufacturer narrative:
(B)(4) date sent: 3/28/2016 information was not provided by the contact. Batch # (B)(4). The handpiece was received with nose cone slightly separate from the mid housing. It was evaluated with a test instrument and an ¿error code 3¿ was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the hand piece has already been used 95 times. The handpiece is a re-useable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿error code 3¿ advises that the hand piece has reached the end of life. This is not related to a functional failure. The handpiece was disassembled to inspect the internal components and no anomalies were found. No conclusion can be made as to why the nose cone got separated. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, error code '3'. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Type of reportable event: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.